Event description:
It was reported that a bowel perforation occurred during a tvt procedure. One day after the procedure, the patient experienced pain. A cat scan showed "free air". A bowel resection was completed and the patient stayed in the hospital one week. The patient has since recovered.